Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole, syncope, and arrhythmias after a lead dislodgement. The patient also sustained a leg trauma and leg bruising. It was also noted that the lead had exhibited increased threshold on the same day as an implant procedure took place. Subsequently, a lead revision procedure was performed and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.